Manufacturer narrative:
New information received provided additional information regarding event. Event description and device problem coding updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is unable to charge using the direct current (dc) connector. Response received to good faith effort indicated the central pin of the charging port is missing. It is unknown how the central pin was broken from the charging port. There is no other visible damage to the charging port. The charging port was confirmed as non-functional by the user and unable to charge the batteries. Issue was discovered during device pre checks performed by the ships medic, no patient involvement at the time of the event. No health consequences or impact occurred.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is unable to charge using the direct current (dc) connector. A request for additional information regarding the incident has been sent and the response is not yet received. Issue was discovered during device pre checks, no patient involvement at the time of the event. No health consequences or impact occurred.